Event description:
It was reported when the device was used in a sigmoid colectomy, it fired an incomplete staple line. The case was completed by hand sewing the anastomosis. There was no reported pt consequence.